Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump reset unexpectedly. Customer's blood glucose (bg) level was 515 mg/dl with small ketones. Elevated bg was addressed via manual insulin injection. Customer reverted to an alternate method of insulin therapy.